Manufacturer narrative:
Device passed displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, and self tests. No unexpected insulin flow blocked, no delivery, occlusion alarms or prime or rewind anomalies were noted during testing; however, the device did sound off an expected occlusion alarm during the basic occlusion, force sensor, and occlusion tests. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer had issues with the set, they tried the clamp test and it failed. The insulin pump did not give no occlusion alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.